Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator, carrier tube assembly and hemostasis sheath were returned for analysis. No other accessory components were returned. Upon examination of the carrier tube, it was noted that the carrier tube was cut along the length and the deployment sleeve was in the rear lock position with color bands fully exposed. The anchor and collagen were not present, and the suture appeared to be cut as intended. The locks of the carrier tube device cap were observed under the microscope and no anomalies were noted. Only the clear shrink marker was present and found to be adhered to the suture. The bypass tube was found placed within the hemostatic valve. No anomalies were observed on the returned sheath and locator. No other visual anomalies were noted. The device was consistent with a full deployment. Based on the returned device, the complaint could be confirmed for detached components while attempting to deploy. The hemostasis sheath was returned unmated with carrier tube cap. The returned device was functionally tested, and no anomalies were noted. The exact cause of the event experienced by the user cannot be determined but similar failure can occur if the user fails to follow the above IFU instructions. Another possibility of a similar failure can be caused if the carrier tube cap is subjected to a rocking side to side motion while attempting to lock the device to rear lock position. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal anchor was set, when the angio-seal device was withdrawn, the locking cap was unlocked, and the angio-seal device fully came out of the insertion sheath. The device was therefore withdrawn along with the insertion sheath. The suture once could not be pulled, but when the suture was pulled with force, the suture was able to be pulled, which made it possible to continue the procedure. Subsequently, hemostasis was successfully achieved by the device without replacement. There was no health damage to the patient. The estimated blood loss was less 250cc's. The physician did not apply force that much. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.